Manufacturer narrative:
A ge representative evaluated the system and determined the image processing computer needed to be replaced, but no conclusion can be drawn as repair info is not available.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.